Manufacturer narrative:
This device was not available for return as it remained implanted. The device history record (DHR) was not able to be reviewed as the serial number was not provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding this event was provided and attempts to get additional information regarding the condition of the device, patient's medical history and possible comorbidities have been unsuccessful; therefore, the root cause for the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a patient with a failing 21mm pericardial aortic valve is being considered for transcatheter valve-in-valve intervention due to stenosis and structural valve degeneration. The implant duration of the failing 21mm valve is unknown. No additional details were provided.